Event description:
It was reported that 2 bd maxplus¿ pressure rated extension sets with removable needleless connector were blocked and wouldn't push IV fluid through. The following information was provided by the initial reporter: "we have 2 more from today, IV fluids would not go through."

Manufacturer narrative:
H6: investigation summary no product or photo was returned by the customer. The customer complaint that they would not flush could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed because a lot number was not provided by the customer. Due to no sample being received, an investigation could not be performed and a root cause could not be determined. A trend for this occlusion issue has been identified for this product line. A CAPA (corrective action preventative action) has been initiated, and a team has been assembled in order to investigate the issue.

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that 2 bd maxplus¿ pressure rated extension sets with removable needleless connector were blocked and would not push IV fluid through. The following information was provided by the initial reporter: "we have 2 more from today, IV fluids would not go through."